Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was 504 mg/dl and was addressed via bolus. Reportedly, the customer reverted to manual injections for alternate insulin therapy.